Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The reporter's meter was provided for investigation where they were tested using a retention strip lot and retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1:.3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 12:02 pm, the result from the meter was 3.0 inr. The result from the physician's roche meter using the same finger was 4.6 inr. Due to the higher inr, the customer was sent to hospital lab for testing and the result using an unknown reagent was 4.2 inr. The customer's coumadin dose was adjusted based upon laboratory result. The therapeutic range was 2.5-3.5 inr.